Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. Evaluation summary: the device was repaired at the customer's site on 7/27/2007. The condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. The ail pcb was recalibrated to correct this condition.